Event description:
Child presented with acute onset of swelling along the left side of his neck generally following the course of the ventriculoperitoneal shunt tubing. The shunt reservoir did not pump well. On 11/20/96 he underwent repair of the peritoneal end of the ventriculoperitoneal shunt. A fairly large tear in the side of the tubing was discovered.